Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Additional information was requested and the following was obtained: the surgeon never stated that they believe the buttressing caused the leak. I reported it because the surgeon said he used our buttressing and there was a leak post operatively. I do not know if the staples were formed properly. He did not mention any problems in the staple formation. The stapler used is the ech45s. I have no additional information.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any difficulties with the device intra operatively? Were the staples the appropriate b shape form? Why does a surgeon believe that the buttressing material caused or contributed to a post operative leak? How was the leak identified? How was the leak addressed? What stapler was used during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, from the surgeon that there was a leak post-op. No additional information was given. No further complications reported.